Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaw bent upon insertion into the cannula. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).